Event description:
During removal, the tampon separated into 2 pieces leaving a portion in the vaginal canal.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.